Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer failed. The field service engineer (fse) found biometric identifier failure. The customer initially reported that a drawer had failed. Upon arrival, the engineer found no error icons on the device. The customer mentioned that the user had recently cleared a failure related to the biometric identifier while handling a medication that required a witness. The customer successfully logged in several times without any issues. The engineer tested the biometric identifier using the hardware test application and confirmed it was functioning properly, resolving the issue. The fse cleaned the electronics drawer, back of the communication sled and power supply, cleaned the aio, bioid, and keyboard cover, tightened the barcode scanner cradle, installed eset 11 and rss 4.12, and verified that the serial numbers in the application match the physical assets. The system functioned as intended after the field service engineer checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was unable to be recovered. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.